Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine check. During a software upgrade the implantable cardiac monitor exhibited pre-elective replacement indicator. This diagnostic anomaly was due to exposure to cold weather. The device was successfully restored. The patient was stable throughout and will continue with regular follow-up.